Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the left ventricular lead exhibited high capturing threshold and high impedance while the right ventricular lead exhibited varying high voltage impedance. Programming changes were performed for the left ventricular lead. The patient was in stable condition.